Event description:
Customer reported on a bravo capsule that failed to attach, when they removed from patient's mouth and barely touched, the capsule fell from the delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident.